Manufacturer narrative:
Multiple attempts to offer an injector checkout have been made with no response at this time. The disposables used in the reported occurrence are not available for return. In addition, lot number information was not provided; therefore testing of retained samples is unable to be performed. A bayer clinical support specialist provided additional applications training on may 10-11, 2017. To date, no further information has been available. If any further information becomes available a follow up report will be submitted.

Event description:
We received the following information from a bayer representative: a (B)(6) male outpatient with a diagnosis of chagas disease along with a history of radiotherapy post prostectomy suffered an extravasation of ultravist contrast media while connected to a stellant dual injection system (serial number (B)(4)), which resulted in edema of the right hand and forearm post injection. The patient complained of pain and loss of hand mobility. The patient was evaluated by a vascular specialist and admitted to the hospital for monitoring. The patient was reported to have improved mobility 48 hours post extravasation. No surgical intervention was required.